Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment as confirmed through x-ray. This lead was successfully replaced. No additional adverse patient effects were reported.